Event description:
I registered my recalled dreamstation with philips. I began having shortness of breath and other severe respiratory problems in (B)(6) 2022. I continue to be under physician care for multiple, ongoing respiratory problems. I had hoped that a new CPAP machine would help and waited patiently for the new unit. But philips sent me a "refurbished" unit instead of a new unit. My physician indicated I am not a candidate for a used CPAP machine due to my respiratory problems including reactive small airway disease. I called philips, explained about my health problems, and requested that they allow me to switch to a new unit, but they immediately refused my request. I may have already been injured by the recalled product. Because of my weakened respiratory system, I could be at high risk for virus infection, bacterial infection, pneumonia, bronchitis, parasites. I don't want to introduce possible bedbugs or cockroaches to my airway. A used unit is further suspect because there is no indication of how old the "refurbished" unit is, nor any mention of warranty. Can you please help me get philips to replace or repair my unit, instead of giving me someone else's unit? Recall #2021091001723584. FDA safety report ID# (B)(4).